Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image when using pigtail; trigger not working w/ printer; power button sticking¿ was partially confirmed. A full inspection was performed and found a black image with connected to a the test 180 scope due to faulty ap and dr patient board set. The scope socket was found worn causing a loose connection with scopes and camera heads. The unit was checked with a test printer oep-5 and functioned normally and the power button worked; however, it sometimes was sticking due to dirt on it. There was cosmetic wear noted on the unit¿s top cover, front panel and foot that does not affect fit and functionality of unit. The unit was equipped with outdated software and old type power switch. The unit was repaired and returned to the customer.

Event description:
The service center was informed that during an unspecified procedure, the discovered an issue with the unit¿s connector causing no image to appear when using a pigtail. In addition, the user reported that the trigger did not work with printer and the power button on the unit was sticking. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the op-amp circuit of the patient board (dr board), leading to only the 180 scope not displayed.